Event description:
During a follow-up, increased capture threshold resulting in intermittent capture was observed on the leadless pacemaker (lp). The suspected cause of the event is dislodgement of the lp. A revision procedure is planned. The patient was in stable condition.

Event description:
Additional information was received that a revision procedure was performed. An attempt to reposition the lp was attempted, however it was not possible to retrieve the lp, that was dislodged from the low septum to a free wall position. The lp was programmed off and a pacemaker system was implanted to resolve the event. The patient was stable.